Manufacturer narrative:
Under (B)(4) law, patient information is considered confidential and will not be released by the hospital.

Event description:
(B)(4) authorized distributor reports domestic repair of device, replacing a defective internal battery. Based on the information received, the potential risk associated with the reported event is classified as critical since a depleted or defective internal battery causes the treatment to be terminated with a high priority alarm. Based on the information provided at this time, including unknown patient outcome, the event is considered reportable per 21 cfr part 803.3.